Event description:
It was reported that the pt visited his hospital to receive a second opinion about his implant performance. He was implanted in a different hospital. The ent department diagnosed a non-appropriate placement of the electrode array and suggested to re-implant the pt. The pt accepted the proposal. Testing shows that he implant is working under specifications.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.